Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor underinfused during patient use. A volume of 20 ml was infused over the course of 20 hours. This implies a 1 ml/hr flow rate, which is 50% of the expected flow rate. The contents of the device are currently unknown. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. A connected patient control module (pcm) and an unused b braun catheter were also received with the device. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 19.2 hours, and a functional test was conducted on the pcm. The b braun catheter was connected to the infusor during the functional flow test. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate, basal = 2.09 ml/hr, calculated flow rate, bolus = 1.90ml/hr, normalized flow rate, basal = 2.14 ml/hr, normalized flow rate, bolus = 1.95 ml/hr. Specification range for basal and bolus = 1.75 - 2.25 ml/hr. At the end of the flow test period, the pcm produced the following average dispensed volume: average dispensed volume = 1.93 ml. Specification range for pcm = 1.80 - 2.20 ml. The infusor and the pcm produced functional results within the specification range; the device performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.